Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low control results. The states she feels well and does not require medical attention. Verified the strips expire 05/20/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015.

Manufacturer narrative:
(B)(4). Investigation completed and no defect was found in meter however, a defect was discovered on the returned strips. Black chemistry observed. The most likely root cause of this malfunction is improper storage of the test strips.

Event description:
Customer complains of low control results. The states she feels well and does not require medical attention. Verified the strips expire 05/20/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015.